Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an oesophagogastroduodenoscopy (ogd) procedure in the patient¿s stomach on (B)(6) 2015. According to the complainant, during the procedure, the injection gold probe failed to cauterize the ulcer. The procedure was completed with another injection gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of probe failed to transmit current. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.